Manufacturer narrative:
Additional information received reported that the physician stated that the measurement of stored pictures in their system is never correct. The stent were right sizes, the measurement is wrong. Image review: image review showed the targeted vessel occlusion. A guide wire is present and crosses the targeted lesion. A pta balloon is partially inflated. Per the initial reported event the balloon is a 200 mm mustang balloon. The proximal and distal ends of the balloon were noted against anatomy landmarks. The pta balloon is fully inflated. The locations of the proximal and distal ends of the balloon were noted against anatomy landmarks. It was noted that the proximal end of the balloon was proximal to a major bend in the vessel.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a severely calcified cto lesion with little tortuosity in the right sfa to popliteal using an everflex stent. The stent was prepped as per IFU with no issues noted. The lesion was pre-dilated with a non-medtronic balloon. It was reported that physician thought the length of the stent was 150 and not 200. It was reported that physician thought the same with the diameter, i.e. The diameter was 6,9 and not 6. It was reported that the physician measured the diameter and the length. The physician is querying why this would have happened. The lesion was completed with a shorter 150 length stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.